Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing shows affected channels. According to clinical support the integrity test shows channel 8, 11 and 12 as clear open circuits. Major fluctuations in continuous e-ift on channels 7, 8, 9, some fluctuations on channel 6. Reimplantation should be considered.